Event description:
The customer reported that the system was locking up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The customer replaced the cine drive and cine board themselves with non-ge parts. The customer requested that the service rep reformat the cine drive. The system was then found to be operating as intended.